Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 376 mg/dl. The customer was treated with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The unit was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The unit was received with minor scratches on display window. The unit was received with missing end cap sticker.